Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: assessments of the complaint are: deflation: no openings were found in the device. Additional observations: white particles observed inside the device. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.